Event description:
During a lap colon resection procedure, the doctor reported that the device snapped while he was inserting it. No patient consequences. Case completed with another device of the same product code. One device returning.